Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was not returned; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350, batch # 0036530211. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift and device explant (imaging required, hospitalization). Risk review: a risk review was completed and confirmed that the events of implant movement/shift and device explant were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported device migration occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with a broccoli shaped appendage. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was initially selected for use. The 31mm wds was advanced and deployed in the laa. A leak was noted on the posterior side of appendage via the intracardiac echo (ice) imaging and cine on x-ray. The 31mm wds was removed and exchanged for a 35mm wds. The 35mm wds was deployed proximal due to distal and slightly posterior back pectinate muscle. Position, anchor, size and seal (pass) criteria was assessed, and the closure device was released. After release, the closure device was noted to have shifted proximal via fluoroscopy and transesophageal echocardiography (tee) imaging and was 1/3 out of the appendage. The patient was taken to recovery for monitoring. A repeat tee was completed while in recovery and it was then noted that the closure device had migrated halfway out of the appendage and was hanging over the mitral valve. The patient was sent to surgery where the closure device was explanted and the appendage clipped. There were no further complications, and the patient is planned to be discharged.

Event description:
It was reported device migration occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with a broccoli shaped appendage. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was initially selected for use. The 31mm wds was advanced and deployed in the laa. A leak was noted on the posterior side of appendage via the intracardiac echo (ice) imaging and cine on x-ray. The 31mm wds was removed and exchanged for a 35mm wds. The 35mm wds was deployed proximal due to distal and slightly posterior back pectinate muscle. Position, anchor, size and seal (pass) criteria was assessed, and the closure device was released. After release, the closure device was noted to have shifted proximal via fluoroscopy and transesophageal echocardiography (tee) imaging and was 1/3 out of the appendage. The patient was taken to recovery for monitoring. A repeat tee was completed while in recovery and it was then noted that the closure device had migrated halfway out of the appendage and was hanging over the mitral valve. The patient was sent to surgery where the closure device was explanted and the appendage clipped. There were no further complications, and the patient is planned to be discharged.